Event description:
Distributor in the (B)(6) notified navilyst medical that a 4 french PICC device was noted to have fractured distal to the suture wing while in place in a pt. The device was removed. No pt injury or complications were reported. The used catheter has been returned to navilyst medical for eval.

Manufacturer narrative:
The device history records for the reported lot (packaging and component) were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The catheter used in the reported event has been received at navilyst medical, however, the device analysis is not yet complete. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).